Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; however, a photo was provided and reviewed. A visual examination of the returned provided photo identified the instrument with possible damage to the coils towards the end of the shaft. However, the observation cannot be confirmed without product return. No product was returned; further visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, and lot identification was not provided. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. The complaint could not be confirmed based on the image alone. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the central sterile services department noted that the drill shaft was broken. It was reported that the event did not occur during a surgery and there was no patient involvement. No additional information.

Manufacturer narrative:
(B)(4). G2: foreign: country: australia . Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.